Event description:
As reported by the (B)(6) field clinical specialist, a cutdown was performed, perclose failed to anchor and during cutdown surgeon recognized initial puncture was at the bifurcation. Vascular intervention was performed. There was no allegation of any (B)(6) device that caused the event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".